Event description:
Additional information was received from the japanese tavi registry reporting system, thrombosis on the guidewire was as reported previously. On postoperative day (pod) 1, sporadic cerebral infarction at the right and left occipital lobe, temporal lobe and bilateral cortex were observed. The patient developed left hemianopsia homonyma and left hemispatial neglect, but not motor paralysis. The patient was eventually discharged to his home. On pod-58, the outcome was reported ¿remission¿. Per medical opinion, device and/or procedural relationship to the stroke was unknown. This event is considered a serious injury requiring hospitalization and/or prolonged hospital stay.

Manufacturer narrative:
Corrected information in b.2 based on new information received. New code added to f.10. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided the exact cause of the cerebral infarction is unknown but may be related to patient conditions, such as plaque in the aortic arch and thrombosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the patient had some plaque at the distal end of the aortic arch which may have been caught by the delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, access was obtained from the right femoral artery via cut-down. There were no problems with balloon aortic valvuloplasty (bav) or valve deployment. Post deployment, some floating substance was visible on the guidewire near the left ventricular outflow tract (lvot) under transesophageal echo. The activated clotting time (act) while inserting the esheath was 350 seconds. Heparin was added and act was extended to 300 seconds due to suspicious thrombosis. Aspiration thrombectomy was performed and aspirated blood was found to have several thrombosis. Cerebral CT examination did not indicate any abnormalities. Per the physician, the patient had some plaques at distal of the aortic arch, and it might have been caught by the delivery system. Since heparin-induced thrombocytopenia was one of the possibilities, an examination might be necessary. Per the clinical specialist, there was no floating substance post bav. The device was discarded at the hospital and not returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.